Event description:
Falsely elevated ctni results of 0.85 and 4.48 mg/dl were obtained on two different pts. The results were questioned by the physician. The same specimens were retested on the same analyzer and ctni results of <= 0.04 mg/dl were obtained. Pt treatment was not prescibed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Analysis of the instrument indicated that the most likely cause of the falsely elevated results was misalignment of the r2 probe and sticking hm mixers.